Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found internal insulation abrasions at 7.8cm - 8.5cm, 8.7cm - 10.5cm, and 14.0cm - 14.3cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.